Event description:
Arterial access was determined according to the angio-seal instructions for use (IFU) and an 8f sts plus was deployed without incident. However, after tamping down and holding for twenty seconds, when the suture was cut the physician felt the device "give." The device then pulled out of the patient. Hemostasis was achieved by manual pressure. On inspection of the angio-seal device, the anchor was not present. The patient was discharged from hospital the next day and was re-admitted six days later with pain, swelling and bruising in the right groin. A false aneurysm was diagnosed and treated by manual compression; no further intervention was required. The physician believed this incident was unrelated to the device. The deploying physician was not certified and was supervised by a physician trained in sts plus. The st. Jude medical representative was not present for this deployment.